Event description:
Unomedical reference number (B)(4). Event occurred in the netherlands. It was reported that the patient experienced an issue with the tape not adhering to the body. The cause of the issue was identified as the patient taking a nap and then noticing that the tape had come loose, resulting in the infusion set no longer being in the patient's body. The patient's husband confirmed that the patient had been lying on the side where the infusion set was inserted. No further information available.

Manufacturer narrative:
E1: (B)(6).